Event description:
Additional information: it was reported that a (B)(4) pouch had been in place from a previous pump; and the same pocket was used for the patient's first pump replacement that occurred on (B)(6) 2011. The onset/diagnosis of the device pocket infection occurred on (B)(6) 2011. The patient's signs/symptoms included redness and swelling. The last refill occurred during surgery on (B)(6) 2011, in which a new pump was placed and the pocket was switched. Perioperative antibiotics were administered. A culture from the device pocket was obtained on (B)(6) 2011 and (B)(6) 2011, however no organism was determined. The patient did not have meningitis. Treatment of the infection included oral antibiotics, as well as a total device system explant. The infection had resolved. The patient did not experience drug withdrawal. In regards to risk factors that applied to the status of the patient before implantation of the device, "debilitated status" and "multiple sclerosis" were noted. The drug in the pump was lioresal. Additional information will be provided in a follow-up report as it becomes available.

Event description:
It was reported tha the device system was completely explanted due to "fear of an infection". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8731, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(4) 2011.